Event description:
It was reported that the patient's artificial urinary sphincter (aus) presented a hole in the cuff. A surgical procedure was performed to replace the cuff. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.